Event description:
It was reported that the left ventricular (lv) lead dislodged. The lead was removed and a pin plug inserted into the lv port for potential future lv lead re-implant. Approximately four months later, a new lv lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.